Manufacturer narrative:
Return of product has been requested. Product and not number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead got stuck in throat [foreign body]; brush head slips right off the handle when brushing teeth [device breakage]. Case description: a (B)(6) male consumer reported that the oral-b brushhead, version unknown slipped right off the oral-b vitality series toothbrush while he brushed his teeth. He stated that the brush head got stuck in his throat and he almost swallowed it. He explained that he was able to get the brush head out of his throat by pulling it out. He reported that he was still using the brush heads, using them twice a day, stating that he put the brush head back on the handle and had to hold it in place so it wouldn't fall off while he was brushing his teeth. The case outcome was recovered. Other relevant history: allergies - none. No further information was provided.

Manufacturer narrative:
On 28-jun-2016 product investigation results: the reporter returned one oral-b eb17 sensitive clean brush head, lot code i508, one oral-b vitality rechargeable toothbrush handle type 3709, and charger (type 3709) on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the complained issue.

Event description:
Brushhead got stuck in throat [foreign body]; brush head slips right off the handle when brushing teeth [device breakage]. Case description: a (B)(6) male consumer reported that the oral-b brushhead, version unknown slipped right off the oral-b vitality series toothbrush while he brushed his teeth. He stated that the brush head got stuck in his throat and he almost swallowed it. He explained that he was able to get the brush head out of his throat by pulling it out. He reported that he was still using the brush heads, using them twice a day, stating that he put the brush head back on the handle and had to hold it in place so it wouldn't fall off while he was brushing his teeth. The case outcome was recovered. Other relevant history: allergies - none. No further information was provided.